Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a dissection occurred. The physician was attempting to treat an unk lesion using this guide wire. Vascular access was right femoral. The wire became un-steerable because the physician removed the complete inner core of the wire. Upon insertion, a dissection occurred in the right femoral artery. The device was removed and vascular access was changed to left femoral. The procedure was completed using another of the same device. The pt's status is listed as "stable". The physician believes this guide wire caused the dissection, but is not definitive. Additional info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. Additional model#: 150cm I b/10.